Manufacturer narrative:
Clinical evaluation performed by medical affairs director: hip revision surgery occurred 1 year and 8 months after total hip arthroplasty in a (B)(6) man. Radiographic image provided shows the presence of radiolucent lines around the stem and signs of stress shielding. Scattered alterations of bone quality and morphology are also visible in the proximal femur and pelvic bones. A new bone formation or bone detachment is visible lateral to the proximal femur, origin unknown, perhaps it could be more clear with an additional view. No information concerning comorbidities and patient general health is available. The reason of this event cannot be determined. Batch review performed on 11 february 2019: lot 170031: (B)(4) items manufactured and released on 22-jun-2017. Expiration date: 2022-06-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2019 we were informed that a patient came in due to pain, 1 year and 8 months after primary surgery. After xray evaluation, lucent lines and ectopic bone growth were present. During revision procedure, performed on (B)(6) 2019, the stem was removed with little difficulty and there was no bony in-growth present.